Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and could not advance iab through the sheath because it prematurely unwrapped. As a result, the md removed the iab leaving the sheath inserted. The md requested another iab and then did a sheath exchange and inserted the second iab without difficulties. The sales representative followed up with her contact at the hospital in 2008. The contact stated that she gave verbal instructions on prepping the iab and was standing next to the staff member, so she witnessed the instructions were followed. The contact stated that the one way valve was attached, negative was pulled with the one way in place, and the iab was removed from the tray and immediately passed off for insertion. Proper inservicing had previously been done in this account.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.